Event description:
It was reported that during a gyn procedure, the tissue pad melted, did not fall off of the device. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.